Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes microprocessor reset and high current drain. Attempts to reprogram, return to standard and microprocessor download were unsuccessful in alleviating the dashes (---). There- fore, the device was replaced.